Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received after filling cartridge with 300 u. Customer blood glucose level was 345 mg/dl. Reportedly, the customer loaded a new cartridge to resolve the issue.